Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced the infusion set falling off due to an adhesive issue during use on (B)(6) 2026. No further information available.